Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a misidentification of four (4) pseudomonas aeruginosa on vitek®2 v7.01 gn cards. On vitek®2 (v7.01) gn cards, one (1) card of the customer lot a (cl: 2410107203) and one (1) card of a random lot (rl : 2410142103) were tested on all strains. These tests gave an excellent identification to p. Aeruginosa on both lots for all strains except one time with the strain s4 and the random lot (and low discrimination between p. Aeruginosa and p. Putida). According to the comparison of biochemical profiles obtained on vitek®2, the customer misidentifications are due to eight (8) atypical positive tests (iarl, dcel, dmal, dman, dtag, cmt, o129r and mlta). An increase in atypical positive reactions can indicate an issue with the set up procedure, an atypical strain, mixed culture or contamination. The identification expected was confirmed with vitek® ms v3 (knowledge base v3.0) : excellent identification to p. Aeruginosa for all strains (99.9%). Gn card performed as intended and no further action is required.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of misidentification of pseudomonas aeruginosa as burkholderia cepacia in association with vitek® 2 gn ID test kit, lot 2410107203. The misidentified isolate was obtained from a urine sample and was tested with the vitek® 2 gn ID test kit, which identified burkolderia cepacia twice. The customer stated the correct identification of the isolate is pseudomonas aeruginosa. The customer reported this same misidentification issue with three other patient isolates. Customer stated that there were no wrong results reported to a physician, incorrect treatment provided, or injury to the patient. Customer reports a delay of greater than 24 hours in reporting patient results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.